Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-apr-2009, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 12-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (25mg/ml at 13.988mg/day) via an implanted infusion pump. It was reported that the patient developed an infection in their wound after pump implant. The metal could be seen sticking out of the patient's abdominal wound. It was noted that the patient had the strictest post-op to cease their farm activities and work with farm animals until their wound healed, and the patient was not compliant with these instructions. By the time the infection was reported to the hcp, it was so severe and widespread that the only appropriate intervention was to remove the system immediately and initiate intravenous antibiotic treatment. The system was removed and systemic antibiotics were initiated. The issue was considered resolved at the time of report.